Event description:
The patient's mother reported that the patient's blood glucose (bg) level reached 21.1 mmol/l (380 mg/dl), while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was observed to be bent. As treatment, a new pod was successfully applied and a temporary basal was administered. The specific amount of the temporary basal was not provided. Additionally, the mother reported that the patient occasionally experiences itchy reactions while wearing the pod. As treatment for the reactions, they have used skin barriers and nasal spray.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Inspection of the device found no damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined.